Event description:
Surgeon performing laparoscopic cholecystectomy using the argon beam coagulator probe, removed probe and reinserted through the trocar. At this time it did not work and beam fault showed on the machine. Nurse anesthetist stated that he thought he saw something black fall from the probe when it was removed from the abdomen. The surgeon noticed the foreign body in the abdomen that resembled a needle and with fluoroscopy was able to retrieve it. No harm to the patient.